Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead exhibited noise oversensed, which was reproducible with manouvers. Inappropriate mode switch episodes were noted. No intervention was performed and the lead pending explant. The patient was stable.